Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, the cartridge compartment was damaged with a portion of the threads missing. Additionally, the battery cap threads were stripped and the battery cap did not securely attach to the pump.

Manufacturer narrative:
The cartridge cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that there was damage to the cartridge cap and compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.